Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal did not open when released from the delivery device into the blood vessel. A new device was used to complete the procedure. There was no patient harm.

Manufacturer narrative:
Trackwise- (B)(4). Updated section- b4, d9, g3, g6, h2, h3, h6, h11 the lot # 3000368766 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.